Event description:
During routine testing at installation of the vaporizer, datex-ohmeda service representative noted output of the vaporizer was not within specification. Investigation/conclusion: the unit was forwarded to the mfg site for investigation. The unit was tested, and the reported complaint was confirmed. The complaint was determined to be due to a failure of the bellows assembly. This is considered to be an isolated occurrence. This is the first MDR involving a calibrated vaporizer wherein the cause was found to be a failure of the bellows assembly.